Event description:
It was reported that a pump was receiving an error indicating that the cartridge was not functioning properly. There was no reported impact on the customer¿s blood glucose level. Although a follow-up attempt was made by email, no additional information was received, and the case was closed.